Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed stuck button. The customer did not provide their blood glucose value at the time of the incident. The customer stated the alarm occurred at night and did not keep pressure on any of the buttons. The customer has tried replaced multiple batteries however the problem still persists. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with unresponsive menu button due to corroded keypad traces. No stuck button alarm noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to unresponsive button. Unit received with cracked case corner of the belt clip rails near the battery compartment, keypad overlay peeling, missing display window cover and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.